Manufacturer narrative:
Integra has completed their internal investigation on 10/02/2013. The investigation included: methods: eval of actual device, review of device history, review of complaint history. Results: the device was returned to eval. The previous service history on rga 59521 is related to this current complaint. This device was manufactured in q2 of 2012 and a review of DHR's containing lot code 124 showed that all lots passed all necessary inspection points w/o any MDR's, variances or reworks. In summary, we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
An a1108 mayfield triad skull clamp was involved in an "incident with a pt." Although the rptr failed to provide further info. It was determined that this unit slipped, involving a pt. Add'l info is not expected.